Manufacturer narrative:
Three case studies and four photos were provided for investigation and reviewed. Review of the case studies showed that there were data acquisition and amplifier connection issues observed. Review of the ensite system shows that there is a data communication issue that can occur with the amplifier that will result in periods of waveform saturation and missing catheter data. When the ensite system cannot communicate with the amplifier, the catheters and waveforms can be distorted or not appear. In addition, during review all electrodes of both catheters were noted to be exited from the sheath. Review of the case studies confirmed multiple instances of a catheter location shift.

Event description:
Related manufacturing ref: 3008452825-2021-00492, 3008452825-2021-00493, 3008452825-2021-00494. During a ventricular tachycardia procedure, multiple catheter display issues were noted on the ensite system which caused a prolonged procedure. Multiple troubleshooting efforts were attempted, but the issue remained. The system was exchanged to a non-abbott mapping system in addition to a non-abbott catheter and the procedure was continued and completed with no adverse consequences to the patient. Due to the issues, a one hour delay occurred.